Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56.5mm in diameter abdominal aortic aneurysm. The tortuosity of the aorta was c-shaped. The proximal aortic neck was 19.3-23.6mm in diameter and 15 mm in length. The left common iliac artery was 10.6 mm in diameter and the right common iliac artery was 10.8 mm in diameter. It was reported that on the final angiogram, a proximal type I endoleak was identified. The physician decided to take a right access approach however, due to the patient's c-shaped tortuosity, the decision caused a short sealing zone of the greater curvature that resulted in the endoleak. An endurant cuff was implanted; however, the endoleak did not resolve. Another manufacturer's cuff was implanted but still the endoleak did not resolve. No additional clinical sequelae were reported and the patient is fine.